Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was connected to a known good ac adapter. All power leds were in an off state. The ventilator was attempted to power on, and it would not power on. Bench testing revealed a malfunctioning power board was creating the power on issue. Visual inspection revealed component f1 was burnt. Vyaire medical replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator had no ac or battery power. While in service, it was discovered that this issue was due to a burnt component. There was no patient involvement associated with this reported event.